Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) female pt, after 2 successful 200 joule shocks, the device displayed an "analysis halted" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.